Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient was vomiting and dehydrated and thought that she was experiencing food poisoning. The patients mother took her to the hospital and the patient was diagnosed with diabetic ketoacidosis (dka). The hosptial staff took a bg reading which was over 400 mgdl and the cgm reading was 110 mgdl. At the hospital the patient was treated with intravenous (IV) insulin for four days and discharged on (B)(6)2024. At the time of the report, the patient was still recovering, feeling groggy and feeling better but still in trauma. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values initially reported to search within the parkes error grid calculator. However the reported glucose values at the hospital fall within the c, d zone of the parkes error grid calculator. No additional patient or event information is available.